Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed an unexplained power on reset event. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions occurred during the investigation. The alleged ¿no power¿ complaint was unable to be completed. The pump cover was removed to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.